Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There were loose folds in the balloon. The hub had a crack that was 10mm long, starting at the proximal end of the device. Microscopic examination of the balloon presented no irregularities or defects in the balloon or the markerband material. Functional testing consisted of an inflation device filled with water, was connected to the hub of the catheter. The device was inflated to rated burst pressure for five (5) minutes. While the balloon did not leak, the hub of the device leaked from a crack located in the hub of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was to dilate the lesion. The balloon was inflated thrice and upon the third inflation the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was to dilate the lesion. The balloon was inflated thrice and upon the third inflation the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient&#38112;status was stable.